Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an error code and internal calibration fault. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event unknown. H3: updated. One infusion pump was received for evaluation. Visual inspection found tamper seal intact, cracked right plunger case. Event history log shows "force sensor bridge test". Methods used to replicate the reported issue, ran occlusion test, checked and tested force sensor, visual inspection. Tried calibrating the force sensor. The reported problem was duplicated, found force sensor background test immediately during occlusion test. The force sensor was within spec, found no visible damage. Tried calibrating the force sensor and running occlusion test again, still had "force sensor background test. The cause of the reported problem was the force sensor and plunger cable no longer operate properly. Unable to determine why, found no visible damage. Replaced force sensor and plunger cable. Performed power up process, preventive maintenance and all functional tests which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service., corrected data: health effects corrected.